Event description:
Inform user reported patient blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl on inform system 1, and 175 mg/dl on inform system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
Actual date of birth is unknown. Caller reported the patient is (B)(6). It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1, medwatch with identifier (B)(6) is for inform system 2.